Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening extended on the posterior, crease flat, brown particles, and underweight. A microscopic analysis was performed which identified: one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening

Event description:
Physician reported "during left breast prosthesis replacement surgery, external shell rupture and intracapsular silicone gel scattering is detected." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported "during left breast prosthesis replacement surgery, external shell rupture and intracapsular silicone gel scattering is detected." Device has been explanted.